Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation with the concurrent procedures laparoscopic assisted vaginal hysterectomy and anterior repair due to cystocele and incontinence. It was reported that after implantation patient experienced pain, infection, bleeding, dyspareunia and urinary and bowel problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, stress urinary incontinence and hematuria.

Event description:
It was reported that following insertion the patient experienced urinary tract infections, stress urinary incontinence and hematuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.